Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead body damage which was caused when the cardiac surgeon sewed the lead into the valve. A new lead was implanted. No additional adverse patient effects were reported.